Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they called to report a short study with a bravo capsule: less than 24 hours of a 48 hour study. It is unknown if a repeat procedure will be performed, and no harm to the patient was reported.